Manufacturer narrative:
Follow-up #1: date of submission 07/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/26/2015 with the following findings: the black box shows evidence of cs 064-0008 alarms. The pump was exercised for 24 hours and the cs 064 alarm complaint was not duplicated. The pump case was removed and moisture damage was found internally. The display is dim/fading/reddish.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging call service (cs 064) alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.